Event description:
Consumer complaint of about high blood results. Performed blood test - 201 mg/dl. Caller states he normally ranges from 98-130 mg/dl. Based on parkes error grid analysis, the bias between the highest result in memory (201) and the lowest norma result (98) is located in zone c. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).